Event description:
Person was attaching regulator to portable oxygen tank. In process, the plastic o-ring came off which he reapplied with the regulator. He tightened the regulator, turned it on and there was a release of oxygen. He loosened the regulator, retightened it and the leak continued. On his third attempt to attach the regulator, a loud booming noise occurred and flames shot out of the seal area. He turned off the tank immediately. His hair was singed but no injury occurred. The seal area and regulator attachment both melted.